Event description:
It was reported by the customer that his insulin pump was alarming motor error. Customer stated that the device alarmed when they were attempting to bolus. During troubleshooting, customer stated that he does not use the sensor feature and was able to rewind the device. Customer stated, he does not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Assisted customer with clearing alarm from device. Customer's blood glucose level was 179 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).